Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. Internal inspection of the controller showed that the internal battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a functioning internal battery, the controller is unable to power no power audible alarms when disconnected from external power. Heartware has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the reported event can be attributed to a leaky nimh battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the "no power alarm" did not sound during the software maintenance release (smr) upgrade test. The controller was exchanged with no reported patient consequence. No further information was provided.